Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient reportedly developed wound dehiscence and a hernia recurrence, which is listed as a possible adverse reaction in the product's instructions for use. No medical records have been provided. It does not appear that the graft has been removed and no lot number has been provided, therefore no further device evaluation or manufacturing review could be performed. If additional information is received, a followup MDR will be submitted.

Event description:
Based on information reported to davol: ni/ni/ni - the patient underwent hernia repair with xenmatrix. Subsequently, the wound dehisced and the hernia recurred. The patient is to be scheduled for repair of recurrent hernia with another xenmatrix.